Event description:
The user facility reported that the device was leaking during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Correction: d9, h3 additional info h6 device not returned.

Event description:
The user facility reported that the device was leaking during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.